Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed of by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient revised due to painful hardware.

Manufacturer narrative:
An event regarding pain resulting in an unspecified revision surgery involving a tritanium baseplate was reported. The event was not confirmed. -device evaluation and results: not performed because the device was not returned for evaluation. -medical records received and evaluation: not performed as medical records were not provided. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other similar events for the reported lot. Conclusion: revision surgery took place due to pain whereby the reported devices were exchanged for unspecified reasons. Pain can occur post-operatively for a number of reasons but it is a symptom rather than the cause of the issue the patient is experiencing. The exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient revised due to painful hardware.

Manufacturer narrative:
An event regarding pain resulting in an unspecified revision surgery involving a tritanium baseplate was reported. The event was not confirmed. Device evaluation and results: not performed because the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the reported lot. Conclusion: revision surgery took place due to pain whereby the reported devices were exchanged for unspecified reasons. Pain can occur post-operatively for a number of reasons, but it is a symptom rather than the cause of the issue the patient is experiencing. The exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient revised due to painful hardware.